Event description:
It was reported that during a lap nephrectomy procedure, after the device was inserted through the trocar, the cartridge fell out. It was retrieved and another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reload was loaded into the device and did not fell out during functional testing. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.